Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colorectal the stapler cut but did not staple. The staples were released but not inserted into the anvil. The surgery time was extended by more than 30 minutes. There was no bleeding. The tissue was damaged. No reinforcement material used. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.